Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently a leak was noted. It was reported that during priming, prior to patient use, approximately 50 ml of normal saline leaked from the clave secondary port on the cassette of the tubing set. The tubing set was replaced and therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.